Manufacturer narrative:
The initial report had the information related to event need to be corrected. The correct information has been provided with this report.

Event description:
The customer later reported reason they needed the letter of analysis was because customer had lost consciousness due to a low blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 347 mg/dl at the time of incident. Customer stated insulin pump had hardware low level failure alarm. Customer was able to clear the alarm and also was complete rewind. Customer was performed self test and it did not passed. Customer declined troubleshooting for high blood glucose. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the pump history due to broken pin 1 trace on u1 keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.